Event description:
As reported, approximately 6 months post the initial right total shoulder arthroplasty, the patient was getting on well with the replacement and was doing diy on the floor, pushed on the ground to get up and felt a pop and pain. A follow up and x-rays were scheduled. The glenoid plate had disassociated from the cage and 2x peripheral pegs and moved to anterior shoulder tissue. The stemless was still securely in place. The patient had to return to theatre for a revision to a reverse shoulder replacement. There was a >45 minute surgical delay/prolongation. Images provided show wear of the glenoid component. The patient did not experience any adverse events as a result. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 310-61-44 - stemless humeral head 44mm x 17mm x alpha: lot# 406830005. 300-62-02 - stemless humeral comp integrip, cage, size 2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.